Event description:
The complainant reported that a patient implanted with an impella cp experienced persistent suction issues coinciding with a decoupled placement signal. The pump position was verified via echocardiogram.there was adequate volume and right heart function. The alarm was silenced and support continued until the patient was successfully weaned from the pump.

Manufacturer narrative:
The impella device was not received from the customer, but the event logs were received. Therefore, the investigation of the device is not possible, but event logs evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The device was not returned for investigation. Data logs were reviewed and the cause of the pump suction couldn't be determined. There was no problem identified with the optical signal. The passed all post-sterile inspection checks.